Event description:
Globus was notified that a pt had a broken rod on the right side at l4-5. It was reported the pt had a fall, with head laceration on the date that the implant breakage was noted. Pt noted pain prior to that.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. The broken rod has not been returned for evaluation. If and when the rod is available for our evaluation, a supplemental report will be filed.